Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the upholstery is separating around seat straps on both sides of front of seat, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer advised seat upholstery is stretched out and torn.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised seat upholstery is stretched out and torn.